Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the peel away sheath broke on removal from the patient. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful." Associated complaints: 3006425876-2024-00994.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. It was additionally noted that the tear was partially scalloped which is not the intended appearance of the score lines once torn. The total length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. Functional testing could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the peel away sheath broke on removal from the patient. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful." Associated complaints: 3006425876-2024-00994 and 3006425876-2024-00926.